Manufacturer narrative:
The force bipolar instrument has been received by intuitive surgical, inc. (Isi); however, the failure analysis evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, the force bipolar instrument had a damaged metal piece near the hinge of the tip. A fragment fell into the patient and was retrieved during the same procedure. Additionally, the customer performed an x-ray to confirm that no fragments remained inside the patient¿s body. The procedure was completed with less than a 15-minute delay.